Event description:
A report was received that the patient¿s lead had high impedances. The physician suspected lead malfunction. The patient underwent a revision procedure wherein the leads and the ipg were replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead. Model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction with the ipg.

Event description:
A report was received that the patient¿s lead had high impedances. The physician suspected lead malfunction. The patient underwent a revision procedure wherein the leads and the ipg were replaced.